Event description:
The physician attempted to implant an integrity rapid exchange (rx) stent in the mid lad which was reported to be a very tight calcified lesion. Balloon inflation difficulties were encountered during the procedure. Upon removal of the device a hole was noted on the proximal end of the balloon. Information from the account confirmed the device had been inspected prior to use with no issues noted. The patient did not get a stent due to the difficulty of the case. Device evaluation: initial mandrel movement failed due to a blockage in the inner lumen .the blockage could not be removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading onto the guide wire and insertion. The distal tip was flared and damaged indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements .there was no deformation evident to the stent struts or segments .the proximal balloon pillows were partially opened. There was blood present in the balloon and inflation lumen indicating the presence of a leak. Visual inspection confirmed the presence of a short radial tear on the outside of a proximal balloon pillow fold. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, water was seen leaking from the radial tear on the balloon pillow fold. Cine review: the procedural images provided confirm the presence of the diffuse calcified lesions in the mid lad. No images were captured showing the delivery and attempted inflation of the integrity stent. The lesion was only treated with ballooning.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device: very tight calcified lesion. Conclusion: device failure/lack of effectiveness related to patient condition device -very tight calcified lesion. (B)(4).